Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED pads were expired. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the device is functioning as designed. On (B)(6) 2024, the AED identified that the battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024, when multiple service codes began to be reported. The alerts continued until (B)(6) 2024, when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the AED's condition until (B)(6) 2024, when a replacement battery pack was inserted into the AED. The review confirmed the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer.